Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not reported, the patient with this device experienced the following- pain constant burning, feeling mesh in vagina, but not visualized. Additionally, urinary frequency and urgency, noctouria. Surgical removal of the mesh. Pathological final diagnosis: fibromuscular tissue with embedded surgical material and accompanying lymphpohistiocytic inflammation.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. B3: estimated date.

Event description:
Additional information reported to coloplast on 30-sep-2024, though not verified: the patient consulted in 2012 for stress incontinence and painful menorrhagia. Evaluation showed a normal bladder with stress-reproduced leakage and endometriosis. The patient was implanted with an aris on (B)(6) 2012. The postoperative course was normal and the patient was discharged. In 2019, her family doctor suspected erosion of the band associated with local symptoms, which had been present for some time. The erosion is confirmed in a urology clinic in (B)(6) on (B)(6) 2019, and the patient is offered tertiary care for her problem, but she refuses and consults on her own outside the country (USA). She is evaluated on (B)(6) 2019, and the sling is radically removed on (B)(6) 2019. No attempt at conservative treatment of her problem in the entire history. The follow-up shows marked improvement in local symptoms, but there is a relapse of stress incontinence.